Event description:
It was reported that the patient was not feeling stimulation despite reprogramming. High impedances were noted and fracture. Additional information received that the patient underwent a revision. Additional information was received that the patient underwent a revision procedure wherein the spinal cord stimulator (scs) leads were replaced. The explanted leads will not be returned as they were thrown away.

Manufacturer narrative:
Block d2b: lgw, qrb.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 7083243.

Event description:
It was reported that the patient was not feeling stimulation despite reprogramming. High impedances were noted and fracture.

Event description:
It was reported that the patient was not feeling stimulation despite reprogramming. High impedances were noted and fracture. Additional information received that the patient underwent a revision.